Manufacturer narrative:
B3 - date of event, d4, g4 are unknown. No information has been provided to date. E1 phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported during inspection, 3 pumps were giving the wrong amount of medication. The event date is unknown. There was unknown patient involvement. No further information is available.

Manufacturer narrative:
The device was not returned for analysis. Service history review identified that no previous repairs were noted within the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, problem confirmation cannot be performed. Therefore, the cause of the issue could not be determined.